Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that the patient underwent a surgical procedure on (B)(6) 2023 during which the ipg was explanted and replaced.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg has displayed a replacement indicator on 03jan2023 during interrogation by a company representative. Surgical intervention may occur in the future to address the issue.